Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back. The area was red with welts. The patient does have eczema and the lifevest may have been exacerbating this issue. There was no alleged device malfunction contributing to the irritation. Patient was recommended to take benadryl by a nurse, which helped. Patient also reported using triamcinolone acetonide ointment that had been previously prescribed for his eczema and hydrocortisone cream. Follow up indicated that the rash has improved.